Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed a depleted battery was the cause of the non-functional telemetry condition. The hybrid current consumption was nominal. The cause of the depleted battery was not determined. No hybrid anomalies were identified. Battery analysis found no internal battery defects were identified during the destructive analysis of this cell. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the implantable cardiac monitor (icm) was unable to be interrogated. The icm was not used. The device was returned to the manufacturer, analyzed and tested out-of-specification. No patient involvement.